Event description:
The customer observed false nonreactive architect syphilis tp result for one patient which was inconsistent with the patient¿s previous result. The sample was repeated and a reactive result was obtained. The customer also retested the archive sample from 2021 and the result was still reactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6) initial result = 0.0920 s/co (nonreactive). (B)(6) 2023 sid (B)(6) repeat result = 7.6380 s/co (reactive). Previous result from 2021 = 2.3870 s/co (reactive) frozen sample from 2021 thawed and retested = 4.411 s/co (reactive) other test results from (B)(6) 2023 provided: anti-hbcii = 0.0362 s/co. Hiv = 0.1351 s/co. Htlv = 0.1797 s/co. Chagas = 0.0141 s/co. Cmv-igm = 0.2532 index. Hbsagq2 = 0.5999 s/co. Anti-hcvii = 0.03 s/co. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list number 08d06-32, that has a similar product distributed in the us, list number 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot was performed and indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 52315be00 and complaint issue. An in-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, and no false nonreactive results were obtained, indicating that the lot generates the expected results. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number 52315be00 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp result for one patient which was inconsistent with the patient¿s previous result. The sample was repeated and a reactive result was obtained. The customer also retested the archive sample from 2021 and the result was still reactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6) initial result = 0.0920 s/co (nonreactive); (B)(6) 2023 sid (B)(6) repeat result = 7.6380 s/co (reactive). Previous result from 2021 = 2.3870 s/co (reactive); frozen sample from 2021 thawed and retested = 4.411 s/co (reactive). Other test results from (B)(6) 2023 provided: anti-hbcii = 0.0362 s/co; hiv = 0.1351 s/co; htlv = 0.1797 s/co; chagas = 0.0141 s/co; cmv-igm = 0.2532 index; hbsagq2 = 0.5999 s/co; anti-hcvii = 0.03 s/co. No impact to patient management was reported.